Event description:
It was reported that via review of x-ray, a minor perforation in the rv apex post-implant was observed. It was noted that the r-waves had decreased. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.